Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient stated she was attempting to administer a bolus dose and noticed the needle button had popped out. Patient stated she tried to lock it back in place, it pushed down, but would not lock down.